Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. This event was created due to laboratory analysis.